Event description:
A pt reported blood glucose results of 110 mg/dl with a lifescan meter and 163 mg/dl on a lab device, performed within 20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Two check strip tests were performed, the first test failed and the pt was unable to provide results for the second test. Meter was replaced.